Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿clinical study of a physician modified y-type iliac branch device (pmyibd) in the endovascular repair of abdominal aortic aneurysms to preserve the internal iliac artery¿ zhao z, jin y, fu d, liu c, qiao t, li x, gao x, liu z. Journal of endovascular therapy . 2024 dec;31(6):1150-1157. Doi: 10.1177/15266028231165185 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿clinical study of a physician modified y-type iliac branch device (pmyibd) in the endovascular repair of abdominal aortic aneurysms to preserve the internal iliac artery¿ the time frame of this study was over a four-year period. A physician modified y-type iliac branch device (pmyibd) was implanted to preserve the internal iliac artery during the endovascular repair of abdominal aortic aneurysms. 24 patients were included in the study. Endurant and non-mdt stent grafts were physician modified and implanted as part of these procedures. The following adverse events occurred: claudication, aortic dissection no further information was provided pertaining to medtronic products.